Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to oversensing and inappropriate therapy. An invasive procedure was performed and an insulation fracture was noted, close to the is-1 terminal end. A new rate sensing lead was implanted.